Manufacturer narrative:
Vyaire file identification: (B)(6). Any additional information received from the customer will be included in a follow-up report. The customer reported the suspect device is available for analysis and a return good authorization has been issued. At this time, vyaire has not received the suspect device for evaluation.

Event description:
The customer reported during bench testing of the vela ventilator; the device displays ventilator inoperable alarms. The customer reported a burnt cable pin wire from the power supply to turbine driver and turbine driver pin. The customer reported there is no patient involvement associated with the event.